Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus for food; however, did not consume the sandwich. The customer's blood glucose level was 77 mg/dl. The customer consumed juice and ate snacks. Recommendation was made to consult with health care provider regarding diabetes management.